Event description:
It was reported that the cause of the device extruding was believed to be caused by manipulation of the device. It was also indicated that the location of the device extrusion was the neck incision area. No additional or relevant information has been received to date.

Event description:
Information was received that the patient underwent a full replacement. Additional information was received that the patient is going to have an additional surgery to fix or remove the old lead because it started coming out of the incision. At this second surgery, the patient had his old lead fully removed but they did not have to replace a lead or a generator. No additional information has been received to date.